Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely via merlin.net. Review of the transmission and in clinic device interrogation of the implantable cardioverter defibrillator revealed post-paced t-wave oversensing. The device was reprogrammed. The patient was in stable condition and did not experience any adverse health effects.